Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the distal tip of the cannula is broken into multiple pieces. All pieces were returned. While a root cause could not be specifically identified, based upon the evaluation, and photos, a likely cause for the failure was the application of excessive force during use as robots are not supposed to be used with the trocar. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 121 complaints, regarding 124 devices, for this device family and failure mode. During this same time frame 1,459,374 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted lower right upper lobectomy procedure on 17aug23 when it was reported, ¿the tip of trocar was broken and missing during the surgery. The fallen fragment was confirmed to have fallen into the patient's body but was retrieved with forceps and surgery was successfully completed. Confirmed using the davinci xi in robotic-assisted surgery.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted lower right upper lobectomy procedure on 17aug23 when it was reported, ¿the tip of trocar was broken and missing during the surgery. The fallen fragment was confirmed to have fallen into the patient's body but was retrieved with forceps and surgery was successfully completed. Confirmed using the davinci xi in robotic-assisted surgery.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.